Event description:
The customer reported the 9600+ system was giving intermittent iris pot error.

Manufacturer narrative:
The service rep checked the system and recalibrated the collimator. System is working as intended.